Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, moisture damage on electronic assembly and motor or blank display noted. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, followed by having a blank display. The customer did not know the blood glucose reading. She stated that she had kept the insulin pump in her bra while running and noted that the device had been exposed to sweat prior to the alarm occurring. She stated that she replaced the battery, but the device would still not turn on. She also observed some scratches on the display screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.